Manufacturer narrative:
Concomitant medical products: model number/catalog number: sc-2218-50, serial number: (B)(4), batch/lot number: 5132357, model/catalog description: linear st lead kit 50 cm.

Event description:
A report was received that the patient was not getting adequate stimulation due to lead migration. The patient underwent a revision procedure wherein the leads were repositioned. The patient was doing well postoperatively.